Event description:
It was reported when the anesthesia nurse in the operating room connected the patient to the x3 using a masimo rainbow spo2 probe, the patient's spo2 was initially greater than 98%; however, shortly after this, the spo2 dropped to less than 80% and continued to drop to 45%. An arterial blood gas measurement was obtained, revealing the patient's oxygen saturation was above 95%. The finger probe was moved to an ear probe with no change. The light source in the operating room were non-dimmable ceiling mounted fluorescent tube lights. The operation was delayed due to troubleshooting but no actual harm to the patient occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporter phone #: (B)(6).

Manufacturer narrative:
A philips product support engineer evaluated the logs & additional information associated with the case and determined that: in the pictures from the picix log, it seems that the spo2 measurement is not very stable, because there are several inops. For example, there are occurrences of ¿spo2 sensor off¿ and ¿spo2 no sensor¿ and ¿spo2 low perfusion¿. An ¿spo2 sensor off¿ inop is issued if the spo2 sensor is not properly applied to the patient. However, an ¿spo2 sensor off¿ inop might also rarely occur in case of specific sensor or adapter cable defects. An ¿spo2 no sensor¿ inop is issued if the spo2 sensor is not properly connected. However, it might also be caused by a defective adapter cable or sensor. When an ¿spo2 low perfusion¿ inop is issued, the measurement accuracy may be compromised due to very low perfusion. General recommendation: stimulate circulation at sensor site. If the inop persists, change the measurement site. According to the information about this customer site, the hospital was using philips fast spo2 measurement before they switched to masimo rainbow spo2 measurement. There are differences between the philips fast spo2 algorithm and the masimo rainbow set algorithm. Therefore, in some situations, the masimo rainbow set measurement might behave differently compared to the philips fast spo2 measurement. Likewise, the sensor application of the masimo spo2 sensors is different to the application of the philips spo2 sensors. Based on the information available, the cause of the reported problem is the masimo spo2 sensor. The reported problem was not confirmed. The intellivue x3 device was confirmed to be operating per specifications and no failure was identified. The remote service engineer (rse) informed masimo about the investigation results and conclusion. The customer was advised to also contact masimo corporation regarding the behavior of the masimo rainbow spo2 measurement as well as the masimo spo2 sensor application.